Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. The caller reported that when they checked the patient's ins with the patient programmer they saw a call your doctor icon with the elective replacement indicator (eri) and they saw call your doctor with end of service (eos) yesterday. The caller confirmed that they saw the eri message this morning and they saw the eos message yesterday. The caller reported syncing the ins with the patient programmer and confirmed that the programmer showed the ins was on, eri, group d, and 2.50 v. The caller also reported that on (B)(6) they found out the ins was turned off when they visited the healthcare provider (hcp) the caller reported that on (B)(6) the patient went for therapy on their shoulders and had heat therapy. The caller reported that the patient had it around both shoulders and made sure they removed it from their implant site. The caller reported that right after the therapy, the patient had trouble walking, getting up and everything. The caller reported that they were told by the facility that diathermy would not bother the ins. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient reported that they were having more problems than usual and decided to find out if the ins was off or at low battery. The patient reported they called in and said that they needed a new battery, so on (B)(6) 2018, the ins was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.